Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer did set changed four times and recurring no delivery alerts. Customer states the insulin did exit. Advise customer to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. Customer states the insulin pump alarmed no delivery. The device will be returned for analysis.